Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided. Explant due to unspecified reason was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis and no additional information was received for analysis. The cause of the reported incident could not be conclusively determined.

Event description:
It was reported that in (B)(6) 2020, a 29mm epic mitral valve was implanted. On an unknown date, it was decided that the valve needed to be explanted early. There is no formal date for the device explant.

Event description:
It was reported that in (B)(6) 2020, a 29mm epic mitral valve was implanted. On an unknown date, it was decided that the valve needed to be explanted early. There is no formal date for the device explant.

Manufacturer narrative:
Explant due to unspecified reason was reported. An event of explant of the device was reported. The device serial number was not provided, and therefore the device history record could not be reviewed. The cause of the torn cusps could not be conclusively determined; however, the degenerative changes noted to the tissue could have contributed to the tear formation. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Codes removed: type of investigation: 4114, investigation findings: 3221, investigation conclusions: 4315.

Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that in (B)(6) 2020, a 29mm epic mitral valve was implanted. On an unknown date, it was decided that the valve needed to be explanted early. There is no formal date for the device explant.